Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot : part number: 03.211.465, lot number: t164851, manufacturing site: (B)(4), release to warehouse date: 12-feb-2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date in an academic conference, the sales rep could not insert the drill sleeve(2.5mm) to the outer sleeve. No further information is available. This report is for outer sleeve for drill sleeve small f/screw targeting clamp. This is report 1 of 2 for (B)(4).